Event description:
Procedure type: c-section. According to the reporter: the surgeon closed the uterus in two layers and the uterus was still bleeding so the surgeon put one single used stitch through uterus to stop the bleeding and the needle popped off from the suture inside the uterus cavity. The surgeon had to open up the uterus again to find the needle and take it out. The patient had 2000cc of blood loss. The patient was a (B)(6) female.

Manufacturer narrative:
(B)(4).